Event description:
It was reported that the patient experienced severe pain over the incision that started (B)(6) and worsened (B)(6). The patient also experienced ''oozing'' from two holes in her back caused when the stitches were removed before they were ready. The patient kept putting big bandages on them, and wondered if the incision had become infected. It was noted that the patient had not had any problems with her previous device. The patient did feel stimulation. It had been on program 4 at 1.7v, which was apparently too high, so the patient switched to program 2 at 0.7v, however, this did not stop the pain. The patient stated that it hurt so much she could hardly breathe. Additional information has been requested, but was not available as of the date of this report.